Event description:
A distributor reported a complaint involving a pump used internationally, noting a sudden drop in battery charge that could not be explained. Ultimately, the pump shut down. There was no adverse impact to the customer¿s blood glucose level, as no specific blood glucose values were provided. The pump is expected to be returned for further inspection, and a replacement pump was issued with serial number (B)(6).